Event description:
It was reported that during the use fo the device for a cardiopulmonary bypass procedure, per the perfusionist (cpp), the temperature reading was lower than expected. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00225. This bpm has software version 1.69.